Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device was used to cut the colon. The jaw did not open when the release button was pushed after returning the knife to the home position at the fourth stroke of the first firing. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of the device.